Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
UDI and 510k are unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The product was cracked on right plunger case and broken bottom case; also the battery was missing. Event history log (ehl) showed motor rate error. Occlusion test was performed and the reported problem was duplicated; stepper motor did not operate as intended. The root cause of the issue was deemed to be normal wear, pump was over 15 years old. Actions were taken to mitigate the reported issues: replaced stepper motor, leadscrew and clutch halves for preventive measure - most of parts in motor assembly were replaced by customer; performed occlusion test and all functional tests passed.